Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral (rcfa) artery using a prostyle device. Reportedly, the patient had a "very damaged rcfa, that had a covered stent placed over the arteriotomy percutaneously. This wasn't sufficient and patient had to go to surgery for a vascular surgeon to perform a patch to the injured vessel". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of dissection is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known possible adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of dissection is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6- device code 3190 removed h10- additional mfg narrative.

Event description:
Subsequent to the previously filed report, additional information was received. The physician believed that the foot of the prostyle pulling through the anterior wall created the injury to the vessel. The physician believed that the hydrophilic coating interfered with tactile resistance.